Manufacturer narrative:
(B)(4)

Event description:
Per the clinic, the device was explanted due to a skin flap problem. The device was explanted on (B)(6), 2011. The patient was implanted in the contralateral ear on (B)(6), 2011.